Event description:
During preparation for a coronary artery bypass graft surgery, the heartstring seal coiled up during use. A replacement device was used to complete the procedure. No pt complications were reported. Upon receipt of the device in may,2006, the seal was observed to not have completely unraveled during removal. This is a reportable malfunction.